Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. The patient was not dependent on lv pacing and was noted to be in atrial fibrillation (af). The lv lead was programmed off. No adverse patient effects were reported. This product remains implanted and in service.